Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B60754,b71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and hyperlipidemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of essure device/ right side essure moved to uterus cavity"), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("vaginal bleeding"). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, vaginal infection, cystitis, urinary tract infection, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 rings on the left ostium and 5 on the rt date(s) of insertion: (B)(6) 2015, (B)(6) 2014(per pfs) expulsion of essure device- right side essure moved into the uterus cavity, had to have a reinsertion of essure in (B)(6) 2015 and remove the coil moved into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: expulsion of essure device. Most recent follow-up information incorporated above includes: on 8-dec-2020: pfs received. Events- vaginal bleeding and device expulsion added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B60754,b71771) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and hyperlipidemia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of essure device/ right side essure moved to uterus cavity"), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems") and vaginal haemorrhage ("vaginal bleeding"). At the time of the report, the device dislocation, device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, vaginal infection, cystitis, urinary tract infection, urinary tract disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 3 rings on the left ostium and 5 on the rt date(s) of insertion: (B)(6) 2015, (B)(6) 2014(per pfs) expulsion of essure device- right side essure moved into the uterus cavity, had to have a reinsertion of essure in feb2015 and remove the coil moved into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: expulsion of essure device. Batch no b60754 production date 2013-08-15 expiration date 2016-08-31 . Batch no b71771 production date 2013-09-18 expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / chronic"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract infection ("uti") and urinary tract disorder ("urinary problems"). At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, bladder disorder, vaginal infection, cystitis, urinary tract infection and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Events : migration, dysmenorrhea (cramping),chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleeding, bladder/urinary problems: bladder problems, vaginal infection, bladder infection, uti, urinary problems were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.